Event description:
It was reported that patient received inappropriate therapy due to oversensed noise. The noise was suspected to be caused by an external source. The device had reached end of life, but due to the patient's age, it was not known if the device would be replaced. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.